Event description:
Caller reported that insulin gauge displayed an amount different than expected, which was resolved after the caller loaded a new cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to contact technical support again if an active fill estimate issue reoccurs.